Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. Type ii endoleaks with or without aneurysm enlargement are not design specific and are a well-known and acceptable risk of endovascular repair. Users are made aware of the risk associated with type ii endoleaks in the instructions for use (IFU), and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2015 a patient underwent treatment of a left common iliac artery aneurysm with gore® excluder® iliac branch endoprostheses and gore® excluder® aaa endoprostheses featuring c3® delivery system. On (B)(6) 2015 follow up CT imaging showed aneurysm enlargement of 9.9mm. A type ii endoleak originating from mesenteric and lumbar arteries was identified. The patient is being monitored.